Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency procedure. The procedure was aborted. No patient harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit radiation due to the image processing pc (ippc) not powering on. Troubleshooting and review of the system logs found that the system had no connection to the ippc. The ippc was determined to be faulty. The fse replaced the ippc. The ippc was returned for failure analysis. Analysis found that the power supply had failed and the ippc could not be powered on. After the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.